Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1 brand name: blade plate infant 30mm. D4 model#: 00-1200-2501. D4 lot#: 187372-c. D10 returned to manufacturer: 30-apr-2020. H6 method code: 3331-10-4110. H6 result code: 213. H6 conclusion code: 4315. Complaint sample was evaluated and the reported event was confirmed. Product was evaluated and relevant dimensions found to be within specification. Fracture of device was confirmed DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Reference (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Investigation is in process.

Event description:
It has been reported that approximately six weeks following the placement of a locking cannulated blade plate, the patient presented with pain. Radiographs were taken and the plate was found to be fractured. The patient was revised and the plate removed. No additional patient consequences were reported.